Manufacturer narrative:
Block e1: (initial reporter address 2). The reported health care facility's address 2 is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it. In addition, the ligator housing teeth were damaged and the handle was returned without any visible damages to it. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower end of rectum to treat the simple hemorrhagic internal hemorrhoids, prolapsed internal hemorrhoids, mixed hemorrhoids and internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, three bands were successfully deployed inside the patient, but the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower end of rectum to treat the simple hemorrhagic internal hemorrhoids, prolapsed internal hemorrhoids, mixed hemorrhoids and internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, three bands were successfully deployed inside the patient, but the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter address 2): the reported health care facility's address 2 is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.